Manufacturer narrative:
Gtin for model 20350e, lot 17065863 is (B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The report suggests that approximately 3 hours into a chemotherapy infusion a leak was observed from the luer connector. From the reported information there are no indications of serious injury to the patient or user as a result of this incident